Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test, which was verified as an undetected downstream occlusion during evaluation. The failed downstream occlusion test was found to be caused by an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion test at 27.5 psi. There was no patient involvement. No additional information is available.